Event description:
According to the reporter, during laparoscopic surgery, the device would not fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.